Event description:
Clinical study: same pt as #6000089-2005-01291, 6000089-2005-01292, and 6000089-2005-01293. It was reported that 230 days after a coronary artery drug eluting stenting procedure the pt was diagnosed with a 100% occluded taxus stent. The lesion being treated in the index procedure was a 2.5mm, 90% stenosed portion of the 1st right posterior lateral (1st rpl) artery. The physician treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. The pt had no complications and was discharged the next day. 230 days after the procedure while undergoing a diagnostic heart cath, it was found that the taxus stent was 100% occluded. It was determined to be non life threatening and no action was taken. The pt was discharged the same day with the event in the opinion of the physician to be resolved.